Manufacturer narrative:
Explanted: (B)(6) 2019. (B)(4). Device evaluation : lens was returned in liquid, in a specimen cup. There was debris on product. Visual inspection found no visible damage to the lens and debris on lens surface. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -12.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed due to excessive vault and pupil block with elevated intraocular pressure. On (B)(6) 2019 a shorter length replacement lens was implanted and they stated that the problem resolved. However, for status of the eye they reported stated h cell flare.

Manufacturer narrative:
It was reported that the cell flare/inflammation has resolved. Claim#: (B)(4).